Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A consumer reported that after having bilateral intraocular lenses (iol) implanted, she has blurry bouncing vision with spider web and halos which prevent her from driving at night. She has dry eyes and uses unspecified drops, but they don't help her vision. She does not want her surgeon to be contacted. Additional information was requested. This report is for her right eye.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported additional data. Her blurred vision is worse for distance. She has shadows, as well as, starbursts around lights that cause glare.